Event description:
It was reported the caller had a loss of therapeutic effect. It was stated it worked for the first 2 or 3 days and then stopped being effective for her. It was stated there was no stimulation sensation and experienced loss of bladder control and had to wear pads otherwise she ¿floods everywhere.¿ it was noted the patient was on program 3 at 3.6 and confirmed therapy was on. It was reported she increased stimulation to 6.0 and was not able to feel stimulation sensation. The patient stated when she initially increased stimulation she could feel something but not a sustained stimulation sensation. Reportedly the patient had a pain feeling in her vagina. The patient turned stimulation down to 5.95 and wanted to try it there until tomorrow. The patient also described stimulation as a ¿pounding¿ feeling like a heartbeat. Update: it was additionally stated after the adjustments on (B)(6) 2013 ¿so far she was doing good and last night she didn¿t wet anything.¿ the patient was recommended to continue monitoring her therapy. It was reported the night prior to report the caller had a loss of therapeutic effect and she ¿leaked a lot.¿ it was noted the patient did not feel stimulation but did see the lightening bolt. She was on program 2 at 5.95 volts, and increased to 5.0 but still did not feel stimulation and stated ¿there was no sensation on the left.¿ reportedly the patient saw the upper limit icon. It was reported the patient experienced overstimulation sensation and the day after making adjustments to her therapy settings she started to experience some pain and pressure to the left of her ¿tale hole.¿ reportedly movement caused stimulation changes, and the pain and pressure is especially noticeable when laying or sitting down in her recliner. It was also noted since the last adjustment her bladder ¿was doing fine¿ and she was doing ¿good¿. The patient noted she could stand the pain. The stimulation was then decreased to 5.90 volts and the patient reported she no longer felt pain or pressure. Caller was redirected to her healthcare provider. Additional information was requested but not known at the time of report.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0ax75, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).